Event description:
It was reported the programmer does not start. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the link electronic module (lem) circuit board failed. As a result the lem board was replaced. (B)(4).